Event description:
The pt has two leads implanted with the same lot number. It was reported the pt lost stimulation in her lower back after suffering a fall. Reprogramming was unable to resolve the issue. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.